Manufacturer narrative:
(B)(4).

Event description:
It was reported that all four indicators showed solid light (green and orange) on pico 7 during day-5 of treatment. The device no longer provide npwt. The issue was completed by replacing a new pico 7 device with no delay. There was no any patient harm or injury reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used for treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. No visual issues were identified from an initial inspection. When fresh batteries were inserted, all indicator lights were solidly illuminated. Device performance data shows the device entered a non-recoverable error state after functioning for 116 hours. The device entered an nre state as the motor current was out of range. The root cause was determined as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. As the occurrence of this issue is within acceptable range, no further actions are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.